Event description:
According to patient, medtronic interstim device suffered back pain, pelvic and vaginal pain that was accentuated by the neurostimulator. In addition, patient reports that the device was "...burning her..." Product: this reporter has limited information because device was implanted by dr (B)(6). Patient report that she and manufacturer had tried making adjustments without success. As such, she wanted device removed and did not return to physician that implanted the device. Any attorney request has been made for the device. Also see mw5031656 and 3004209178-2013-15887. Diagnosis or reason for use: neurogenic bladder.